Event description:
A user facility medwatch was received in 08/2001. The medwatch stated that a "piece of the soft rubber valve broke off and dropped into the abdomen. The piece was not retreived, would not be visible on x-ray." There was no consequence to the pt.